Event description:
The customer's wife alleges the customer obtained back to back results of 432 and 198 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.